Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with injection vancomycin (1 gram loading dose, route not reported) and injection fortum (1 gram, frequency and route not reported) for the event. The outcome of the event is unknown. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this event.